Event description:
It was reported that during a device upgrade, oversensing and decreased high voltage lead impedance were observed. Insulation anomaly was noted via fluoroscopic. The lead was capped and replaced.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.